Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm extended range force bipolar instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed the recognition and engagement tests. It demonstrated a full range of intuitive motion in all directions, and the grip tips opened and closed normally. The instrument was retested twice and passed both times, confirming full functionality. A visual inspection revealed no damage to the housing or tips. After removing the housing, no internal damage was found. The input disks articulated smoothly, and the grip knob rotated properly, allowing normal grip operation. No product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the 6 mm extended range force bipolar instrument would not open. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.